Event description:
The patient was undergoing an embolization procedure in the right middle cerebral artery (mca) using a px slim delivery microcatheter and a penumbra coil 400. During the procedure, a septer xc, a prowlar select plus and a px slim delivery microcatheter were inserted from the right femur to the right mca via the right internal carotid artery (ica). They were advanced along a flexor shuttle guiding sheath 7fr. When approaching the px slim delivery microcatheter, the physician moved it to the target vessel against resistance. A penumbra coil 400 was inserted as the first coil, but was broken and then retrieved. The physician inserted another coil, however pulled it back due to resistance. A fluoroscope showed that due to a tortuous anatomy from the femur to the abdominal aorta, the flexor shuttle guiding sheath was twisted and the px slim was kinked. The physician used another px slim delivery microcatheter to complete the procedure with no reported adverse effect on the patient. The patient's condition was favorable. Physician's comment: the kinked pxslim045 was probably caused by the twisted flexor shuttle guiding sheath led by the tortuous anatomy.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00134. Device was disposed of by the hospital.